Event description:
The following has been reported by customer: the zoom button does not press (does not work). Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported problem was confirmed using the pictures provided. Based on the provided information, the pump is not under warranty, therefore the customer has the right to repair the non-warranty pump wherever he wants. The service provider did not receive this pump. The service provider assumes that the problem is related to the operation of the product. In this case, the disinfectant got under the film keyboard. For this complaint, with no evidence, the root cause of the reported issue remained unknown (not returned). To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.